Manufacturer narrative:
Submitted: 12/14/2015 the pump has been returned and evaluated by product analysis on 11/30/2015 with the following findings: device evaluation: on investigation, several keypad buttons were unresponsive on testing. The display was found to be dim/faded/discolored and the battery compartment was noted to be cracked below the bumper pad to the case seal.

Event description:
The pump was returned for investigation. Investigation revealed keypad button unresponsiveness, display discolored/dim and battery compartment damage. This report is made based on results of investigation completed on 11/30/2015.